Event description:
It was reported that it appeared several times that a dental handpiece which has been connected to this comforttronic got hot during the dental treatment. It was first stated that pts have been burned, but if we have been talking to the dental office this has been negated. Pt just complained that the handpiece got hot, nobody was injured. Office was not able to apply further data about pt or date of occurrence. As the handpiece did work fine with a different comforttronic it was the suspicion that this one causes the handpiece to heat up.

Manufacturer narrative:
The device is used to use electrical dental handpieces pneumatical driven dental chairs. It converts the signals from the pneumatical footswitch to electrical signals and supplies the dental handpiece with the adequate current for drilling and the corresponding air and water for spray and cooling. The analysis did show that all parameters have been within specification. A heat up of a handpiece was not reproducible. The only deviation was a black tape which was wrapped very tightly around the motor tube. This could cause a reduced air passage which could cause a reduced cooling of the handpiece - this was not measurable or reproducible. It was recommended to check whether the handpiece has a defect but this was declined by the user. User instruction clearly states that nothing should be wrapped around the tubing as this could cause defects and malfunctions. It also states that prior to each treatment a functional test of the handpiece has to be performed to ensure that everything is running within specification.